Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The monitor's enclosure ears were bent and the battery was unable to fit properly into the monitor. The root cause for the damaged enclosure could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.